Manufacturer narrative:
Event date was not provided. If the requested information becomes available, supplementary report will be submitted. Patient's identifier is unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.